Manufacturer narrative:
(B) (4). The ge service rep advised the customer that a new power supply upon initial boot up may have a 5 second delay when the vertical up/down buttons are initially pushed. After 5 seconds a 0.4 second delay will be noticed when pushing the up/down button, this is normal operation of the new power supply. The rep tested system by booting error free 6 times, vertical lift motor operating as intended with normal delays. Overall system functional, checked and operating as intended.

Event description:
The customer reported that the system started doing subtractions on images without the customer instructing it to do so. Also, the vertical column would not raise and lower with the up/down button.